Manufacturer narrative:
Device powered up properly after the test battery was installed. Device was monitored for 1 day. No blank display or audio/beep anomaly noted. Device passed the displacement test, rewind, self test, a21 error test and the delivery accuracy test at 0.08700 inches. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime during prime test and alarmed motor error during basic occlusion test. Due to faulty force sensor resistor (gold). Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside of the unit and passed. Device had minor scratched display window, cracked case near the battery compartment and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level was 440 mg/dl at time of incident and the current blood glucose level was 214 mg/dl. The customer was sleeping and was woken up by loud beeping noise and the screen went blank even after changing the battery. The customer performed troubleshooting and display did not returned. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as sick in stomach and bad headache. The customer was treated with saline liquid and novalog IV. The customer was unable to complete care link upload stated that insulin pump was broken. The device will be returned for analysis.